Event description:
Customer reported not being able to test her blood glucose due to an errc-14 message, which appeared when blood sample was applied to her freestyle flash meter. Customer reported experiencing symptoms of dyspnea, chest pain and dysuria. Paramedics were called and transported customer to grace hospital where she was diagnosed with severe hyperglycemia and treated with oxygen, insulin and an IV solution.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.